Event description:
The catheter was placed for the treatment of lyme disease. Approx 6 to 8 weeks after placement, the pt complained of discomfort and went to the ER. A chest x-ray showed that a 4" catheter fragment had sheared off and embolized to the right atrium, not far from the pulmonary artery. The fragment was snared out.